Event description:
It was reported to philips that the wireless footswitch was not charging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by using wired foot pedal. A field service engineer (fse) visited the site and identified that the footswitch could no longer be charged due to a broken pin in the charging connector of the foot pedal. The fse replaced the complete wireless foot pedal assembly, including the charger. The wireless footswitch charger was returned to philips for further analysis. The analysis confirmed the issue and showed that a pin had broken off and stayed lodged inside one of the female connector inputs. After the replacement, the system was restored to proper working order. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.